Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's insulin pump alarmed failed self test during a self test. The customer's blood glucose was 193 mg/dl. The customer stated the alarm occurred twice on their insulin pump. Customer also reported receiving the alarm when attempting to send their blood glucose to their insulin pump. Troubleshooting found the customer was able to successfully deliver a bolus. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the self test and failed communicate to the test glucose meter due to a faulty connector at the radio frequency circuit board. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, a cracked belt clip slot, broken reservoir tube lip and minor scratches on the display window.